Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed: the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infusor device leaked after filling. The device was filled with 5fu (700mg/14ml) diluted with sodium chloride (nacl) with a total volume of (B)(4)ml. The event occurred prior to use. There was no patient involvement. No additional information is available.